Event description:
It was reported that atrial impedance is low and has been slowly decreasing over time. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Additional information was received which noted that the lead has now been explanted.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.